Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, ketones and infection on (B)(6) 2017. Customer's blood glucose was 380mg/dl at the time of hospitalization. Customer states that they change the set three times and continued to treat, but still had to go to the emergency room. The customer was wearing the insulin pump during the hospitalization. Customer was released on the same day. Customer advised to monitor the pump for blood glucose. The insulin pump will not be returned for analysis.